Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by a cloudy pd effluent. The cause of the peritonitis was unknown. Two days after onset, the patient went to the pd clinic due to the cloudy drain bag. On the same day, the patient began treatment for the peritonitis with unspecified intraperitoneal antibiotics (doses, frequencies, and routes not reported). It was reported that on the way home from the clinic, the patient's condition declined rapidly and therefore the patient was taken to the emergency room (ER). In the ER, the diagnosis of the peritonitis was confirmed and on the same day, the patient was hospitalized for the event. Three days after being admitted to the hospital, the patient was discharged. The patient was to go to the pd clinic daily for a total of three weeks after discharge from the hospital to get treated intraperitoneally with unknown antibiotics; dose unknown. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.